Event description:
The customer's mother reported via phone call that the customer was currently in the emergency room with a blood glucose level of 600 mg/dl. The caller stated that she wanted to verify that the insulin pump was functioning properly. The customer's mother was unable to complete troubleshooting at the time of the call due to the customer being transferred to another hospital. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.